Event description:
Customer reported that their insulin pump was not functioning as expected because it was not charging as efficiently as it did initially. Customer declined follow up from tandem technical support. There was no reported adverse impact. No additional information was provided.